Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had facial nerve stimulation, which could not be reduced by turning off the channels or decreasing the stimulation level. No obvious malformation in middle/inner ear was observed. Problems of external devices were excluded and no history of head trauma was reported. The patient has been explanted of the device.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to the presence of facial nerve stimulation. The observed facial nerve stimulation is a known postoperative undesired side effect, that is most likely due to a device unrelated medical reason. The patient experienced the same symptom on the contralateral side during implantation. However no obvious malformation in middle/inner ear was reportedly observed. The reported problem could not be solved by fitting and finally led to the device explantation. This is a final report.

Event description:
Patient had facial nerve stimulation, which could not be reduced by turning off the channels or decreasing the stimulation level. The patient has been explanted of the device.